Event description:
It was reported that the patient presented remotely via merli.net transmission. The implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing causing false ventricular fibrillation. The oversensing signal was noted to be electrocautery while in an unrelated procedure. The patient was noted to have no issues.